Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services reviewed the electrograms and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.